Event description:
It was reported that a malfunction occurred with the pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to use mdi as a backup therapy, and tandem technical support arranged for a replacement pump. The customer was guided on storing the faulty pump and instructed to return it with a prepaid label within 10 days, which they understood and acknowledged.